Manufacturer narrative:
Patient age was not provided. The referenced pump exchange was reported under MFR. Report #2916596-2015-02454. The reported onset of the old driveline site infection was (B)(6) 2015. The old driveline site refers to the patient¿s original lvad that was exchanged on (B)(6) 2015. There were no reports of a driveline site infection when the old pump was implanted. There have been no reports of any issues with the new lvad or the new driveline site. This event is reported under the serial number of the original lvad. Device unique identifier (UDI) #(B)(4). No further issues have been reported. A direct correlation between the device and the reported infection could not be determined through this evaluation. The instructions for use lists driveline infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient started having significant bloody drainage from an old driveline site. The dressing over the site was soaking through. An area of erythema at the sternal/sub-costal incision was also noted. On (B)(6) 2015, the patient presented to the lvad clinic and was admitted to the hospital. Cultures of the wound found unspecified bacteria and a few polymorphonuclear leucocytes. The patient was started on broad spectrum antibiotics: vancomycin and cefepime. The patient was also started on heparin for a sub-therapeutic inr, but it was discontinued on (B)(6) 2015 because the inr was 2.0 and there was an increase in the bloody drainage. A wound vacuum was applied to the old driveline site and was to be changed every three days. The event was reported as resolved on (B)(6) 2016 and the patient was discharged on lovenox for the sub-therapeutic inr.